Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were not responding. Customer's blood glucose was unknown. Customer also reported to have been hospitalized on august 12, 2015 with blood glucose of 25 mg/dl. Customer reported of having a seizure due to low blood glucose and fell off her bed and broke her wrist. Insulin pump would be replaced.